Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he woke up and the insulin pump was alarming no delivery. Blood glucose value was 18 mmol/l. Customer stated that this happened a couple of times. The customer stated he removed the reservoir and tried to manually prime but insulin did not come out. He then changed both set and reservoir. The reservoir would be replaced and returned for analysis.